Event description:
I was placed with mentor silicone cohesive gel in 2005. I was never told I was part of a study. Around (B)(6) 2017, I became ill, chronic fatigue, my eyes became severely dry and my eyesight was blurry, heart palpitations, anxiety, every month I continued to get worse. My menstrual cycle became irregular. My hair began to fall out in clumps what was left looked like it was fried and brittle. I began to have a severe rash over my face and chest. Severe pain in my right breast, which became swollen and hard and climbed up to my clavicle. The pain also affected my ribs on the right side. I saw my pcp and a rheumatologist, had a mammogram and sonogram. I did not get better till I explanted in (B)(6) 2017. I am still recovering but most of my symptoms were relieved immediately. My hair is growing back. No more rashes. I don't feel like I'm going blind anymore. I have lots more energy. At my lowest I thought I was dying. Although implants appeared intact my lab report list inflammation consistent silicone granuloma. My explant physician stated in his op report that I had severe inflammation and my capsules were very thick.